Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient age: while the exact age of the patient is unknown, the patient is reportedly over 18 years old.

Event description:
It was reported to boston scientific corporation that the physician is unsure if the patient's pain was related to the uphold device itself, but he opined that the placement of the device was probably related to the pain. The patient has been "doing great" since the mesh legs were clipped.

Event description:
It was reported to boston scientific corporation that after (exact date of onset of symptoms unknown) an uneventful uphold vaginal support system implantation procedure performed on (B)(6) 2010, the patient experienced "persistent pain in the right buttock and slightly in the left." Reportedly, "injections & pain meds" (type and duration unknown) were used to attempt to eliminate the pain prior to the patient returning to the operating room, however, they did not alleviate the pain. During a subsequent procedure on (B)(6) 2011, the physician "used bovie and scissor to release mesh [legs]," and indicated that the support of the device after the "clipping" was "ok." The patient then reportedly seemed to be "doing well." The physician will "see if pain issues have resolved after clipping [the mesh legs]." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.